Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted a wire in a loop on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported. On (B)(4) 2013, isi received a user facility medwatch form with the following description: ¿during da vinci, an instrument got stuck in the da vinci arm and wouldn¿t come out. After a few minutes of manipulation the pk finally came out. Upon inspection of instrument a wire had snapped which displaced it and caused the broken end to stick out. No harm to patient. A new pk was opened. Broken instrument was sent back to company. Device usage problem: device failed (e.g. Broke, couldn¿t get it to work or stopped working).

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.